Manufacturer narrative:
The reported events of lead dislodgement, inadequate capture, and muscle stimulation were not confirmed. As received, a complete lead was returned in one-piece with the helix was partially extended and clogged with blood/tissue. After cleaning the helix could be extended and retracted by applying torque to the connector pin, the full helix extension length was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported, that patient presented in clinic. After experiencing muscle stimulation and discomfort. Upon interrogation, it was found, that patient's right ventricular (rv) lead exhibited high capture threshold. It was further noted from x-ray, that the lead was dislodged. The lead was explanted and replaced. The patient was stable.